Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be followed per center protocol. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient experienced a head trauma incident. The recipient presented with some swelling over the implant site. Device testing was completed and was within normal limits. A CT scan was completed, however difficult to interpret due to skull fracture. The recipient completed a course of antibiotics.